Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported the customer was having susceptibility results issues. No other issues were reported. Bd investigated the issue. This is a workflow error. Results needed finalization on phoenix. The solution was provided. One member of the lab team was not doing this properly while the rest of the lab team were. Multiple attempts were made were made to contact the customer. Epicenter works as designed. This is unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of july. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, results were associated to a different patient due to the reuse of the lab number. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, results were associated to a different patient due to the reuse of the lab number. No patient impact reported.